Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient got home in the afternoon after the implant and all of a sudden the stimulation started going wild and they had extreme pain when they sat down or moved wrong. They had a lot of pain like the electrodes were firing. The stimulation kept up most of the day. They decided to turn it down to 0.8, and then 0.6, and then 0.2 and there was still some pain. Yesterday ((B)(6) 2023) they tried to increase the stimulation and turned it up to 3.4 and felt nothing. They called the doctor's office yesterday and talked to the physician assistant but they were not aware that they tried to turn up the stimulation and didn't feel it. Patient was on program 1 when they started. They tried all seven programs and increased to 5.0 and felt nothing. The first time they switched to program 7 it did not show the message that therapy has shut off and the amplitude wouldn't increase or decrease. They went back to program one and got the message, but was able to adjust settings. Then they went back to program seven and they got the message that therapy had been shut off. They tapped okay and then they were able to increase and decrease stimulation. The only time they didn't get the message therapy has turned off and not able to adjust was the first time they went to program 7. Patient went back to program 1 at a lower setting and left it there. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient wanted to know if ins could be checked over the phone. Redirected patient to follow up with healthcare provider (hcp) regarding getting ins checked. Patient stated they have an appointment with hcp on the 15th. Patient services reviewed rep request process.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.